Event description:
The pt received the scs system including two surgical leads (from the same lot) on (B)(6)2011. During a routine reprogramming session, the surgical lead placed on the right side was found to cause sharp pain in the pt's ribs. The x-rays revealed a portion of the lead has turned on its side. The pt has effective coverage and stimulation as desired. No surgical intervention will be undertaken at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.